Event description:
With 2 doctors went to CT for an emergency abdominal CT. Upon arrival to CT, the balloon pump shut down. We were at CT at this point and we plugged it in immediately but it would not turn back on. We immediately called the ccu and pushed a new balloon pump down and we switched it out.